Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: seventy eight samples of devices with stylet part number were received for evaluation. All the samples were received along with its stylet and outside its pouches, an inflation/deflation test was performed on each sample, using a syringe 25cc of air was applied to the cuffs, and it was observed inflation was difficult and deflation was hard on eight of the samples, a visual inspection was performed, and it was observed the inflation line tubing is collapsed inside the lumen of the tube, the remaining seventy did not present any condition at the time of inflation nor deflation, the failure mode occlusion is confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device cuff inflated slowly and could not deflate smoothly. There was no patient involvement.